Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scratches on bending rubber. Crack in bending rubber adhesive part. Surface deterioration of insertion tube. Lighting lens adhesive peeling. Foreign material adhered to the nozzle. The foreign matter related questions found that: the product was cleaned, disinfected and sterilized before it was sent to olympus. Unknown about when the foreign material was adhered to the endoscope. There was no delay in the start of precleaning-(there was no time lag between the end of clinical use and the start of precleaning) the air/water nozzle was flushed with water and air. Unknown if there were any abnormalities in the accessories used for reprocessing. Unknown if air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponge. Air/water nozzle was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope had poor operability due to reduced angle and flabby insertion tube. The issue was found during an unknown procedure. Inspection and testing of the returned device found nozzle clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a brown foreign substance had adhered to the nozzle opening. It is likely that the rust was caused by chemicals and residual water that could not be completely removed during reprocessing. Additionally, no clear deviation from instructions for use was confirmed in the reprocessing at the facility. Olympus will continue to monitor field performance for this device.